Event description:
The article 'hybrid technique for posterior lumbar interbody fusion: a combination of open decompression and percutaneous pedicle screw fixation' in orthopaedic surgery, volume 5, number 2, may 2013, was reviewed. The authors describe a hybrid technique that involves a combination of open decompression and and percutaneously inserted pedicle screws. From 2007 to 2011, a series of patients with grade I-ii spondylolisthesis at l4 to l5 and moderate to severe canal/foraminal stenosis underwent midline posterior lumbar interbody fusion (plif). Inclusion criteria for this study were patients aged 35 to 75 years with degenerative spondylolisthesis grade 1 or 2. All patients presented with either back pain, radiculopathy, claudication or a combination of these three symptoms. All patients had pain resistant to prolonged (at least six months) conservative therapy. The authors compare a standard open decompression and fusion technique with a minimally invasive hybrid technique. The minimally invasive technique resulted in shorter hospital stay, earlier mobilization and reduced postoperative narcotic usage. The long-term clinical outcomes were equivalent in the two groups. The serengeti and mantis systems were used. The minimally invasive technique had a significantly lower complication rate than the conventional open technique. There were two cases of non-union in the open group. They were identified following complaints of worsening mechanical lower back pain at the operation site over 9 to 12 months and finding of significant motion and subsidence on flexion-extension lateral radiographs and CT. Both cases required subsequent revision surgery via an anterior approach (alif).

Manufacturer narrative:
H3 other text : device location unknown.

Event description:
The article 'hybrid technique for posterior lumbar interbody fusion: a combination of open decompression and percutaneous pedicle screw fixation' in orthopaedic surgery, volume 5, number 2, may 2013, was reviewed. The authors describe a hybrid technique that involves a combination of open decompression and and percutaneously inserted pedicle screws. From 2007 to 2011, a series of patients with grade I-ii spondylolisthesis at l4 to l5 and moderate to severe canal/foraminal stenosis underwent midline posterior lumbar interbody fusion (plif). Inclusion criteria for this study were patients aged 35 to 75 years with degenerative spondylolisthesis grade 1 or 2. All patients presented with either back pain, radiculopathy, claudication or a combination of these three symptoms. All patients had pain resistant to prolonged (at least six months) conservative therapy. The authors compare a standard open decompression and fusion technique with a minimally invasive hybrid technique. The minimally invasive technique resulted in shorter hospital stay, earlier mobilization and reduced postoperative narcotic usage. The long-term clinical outcomes were equivalent in the two groups. The serengeti and mantis systems were used. The minimally invasive technique had a significantly lower complication rate than the conventional open technique. There were (B)(4) cases of non-union in the open group. They were identified following complaints of worsening mechanical lower back pain at the operation site over 9 to 12 months and finding of significant motion and subsidence on flexion-extension lateral radiographs and CT. Both cases required subsequent revision surgery via an anterior approach (alif).

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.